Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) not working, faulty device, gas leak.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit and and examined the fault logs. The fse was able to observe numerous ¿gas loss in iab circuit¿. The fse then performed all leak tests, which passed to specifications. The fse was unable to duplicate any failure with a gas leak. The unit passed all functional and safety tests per factory specifications and it was returned to customer.

Event description:
N/a.